Event description:
A customer contacted beckman coulter inc., (bci) regarding a digoxin result, above the therapeutic range, generated by the access 2 immunoassay system for one patient. Subsequent testing produced results within the therapeutic range. Patient results are provided. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plastic greiner lithium heparin plasma tube with a gel separator. The customer centrifuges samples for 10 minutes at 3,750 rpm at room temperature. Qc was within the customer's established ranges prior to the event. A routine system check was performed on (B)(4) 2011, which initially failed, and then passed upon repeat. Another system check performed on (B)(4) 2011, passed within instrument specifications. The customer performed a four replicate precision test on the new digoxin reagent pack using the patient's sample and obtained a high %cv. A field service engineer (fse) was dispatched and replaced multiple parts. The fse performed a high sensitivity system check and precision test for dogoxin; no issues were noted. A definitive root cause has not been determined to date for this event.